Manufacturer narrative:
Actual device was not returned, hence no device evaluation was performed. Medical records and a still image were provided and reviewed by a clinical representative. Based on the review, suggest that an enlarging aneurysm and subsequent aortic rupture and trauma caused patient death. A manufacturing record review was performed. The lot usage history shows that no other units from this lot have been involved in any similar events. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 23 months post-implant of a bifurcated device and suprarenal aortic extension, a follow-up computed tomography scan identified a type iii endoleak between the aortic extension and the bifurcated device. Reportedly, the pt was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the pt tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.